Event description:
Customer reported a past incident of high blood glucose levels, with the highest recorded level being 588 mg/dl. Cause was not known. Customer resolved the issue by changing the infusion set and manually injecting insulin. Technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels, and customer acknowledged this advice.